Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there were no damages to the battery compartment or cap and the cap was able to tighten properly. No evidence of moisture/corrosion in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. On investigation, the alleged intermittent power issue was not verified in the black box or duplicated in the evaluation. Review of alarm history did not find any power interruptions. No damages were found with the battery compartment or cap. Battery cap contact measurements were within specifications. Using the returned caps, the pump powered up and functioned properly. The battery cap was loosened half a turn and the pump did not reboot. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and no intermittent conditions were found with the printed circuit board or the continuous glucose monitor module.